Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The measured battery voltage was lower than expected. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion. Laboratory technicians concluded that this anomaly found during analysis likely contributed to the clinical observations due to the state of the battery condition and the high current condition found within the internal circuitry.

Manufacturer narrative:
The device was returned and is currently in analysis.

Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting high out of range lead impedance measurements on the atrial, right ventricular (rv) and left ventricular (lv) channels. Data showed that all measurements were stable and then changed to out of range measurements all on the same day. The local area sales representative noted that the device was not able to pace, however sensing was normal. The device was subsequently removed from the patient and the leads were re-tested with the pacing system analyzer (psa) and normal impedances measurements were observed. A new device was implanted with the original leads, and again, all impedances tested normal. The explanted device is scheduled to be returned for analysis. No additional adverse patient effects were reported.